Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The event of lymphadenopathy did not occur.

Event description:
Healthcare professional reported rupture, "integrity of the capsule of the left implant is compromised. Some content, gel and liquid, in the pocket between the implant shell and its own capsule", "no fluid accumulations, no free fluid around the implants", "silicone lymphadenopathy" and "rotation of the left implant with the anterior wall backward". This record is for the left side. The device has been explanted and replaced with a non-abbvie device. The device cannot be returned.

Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and rupture. Photograph analysis: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.